Event description:
The customer reported that a rubber bumper fell off of the surgical light ceiling suspension onto the doctor's back during a surgery. No injuries were reported. Factory reference number: (B)(4).

Manufacturer narrative:
The biomedical technician reviewed the device and could not find any damages to rubber bumper. He replaced the bumper and returned the unit back in use. According to tests performed during design verification activities, this type of failure can be caused by repeated collisions/impacts to the cupola. The xten series operating manual includes a verification of the covers during yearly maintenance.